Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 13. On 2024-01-17, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and abscess. No further patient complications were reported.